Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 46 mg/dl; cause of the low was unknown. Customer stated that they treated the low with a bolus via the pump, tandem technical support unable to clarify with them further. Recommendation was made to consult with a healthcare provider regarding diabetes management.